Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. It is possible that the image failed due to cable failure. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during setup for a laparoscopic procedure.

Event description:
The customer reported to olympus during preparation for a unspecified therapeutic procedure, the image does not appear/ image was white on the 4k autoclavable camera head. There were no reports of patient harm associated with this event. This is report #2 of 2 due to multiple events reported. Reference report patient identifiers (B)(6) for additional events reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a e224 (scope communication error) due to a faulty cable, faulty electrical circuit board, a peeled off rubber part on the rear cover packing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.